Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There were additional screws implanted with original surgery.

Event description:
This report is against user facility medwatch #(B)(4), a copy is attached. The only information contained in this report is correction or additional information. This report is for 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: event date: on user facility medwatch, it was reported as (B)(6) 2015; it is unknown if this was the date of the procedure or the date the screw broke. Patient initials are unknown. Event date: initially reported as (B)(6) 2015; this is the date from the user facility report; the manufacturer was made aware of the event on (B)(6) 2015 additional product code: hrs. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.